Event description:
Surgeon was performing a laparoscopic cholecystectomy in which the floating ball device was utilized to obtain lever bed hemostasis. Surgeon was in the process of clipping the cystic duct when he noticed there was an anatomical variant vein (3+mm in diameter) between the liver and the gallbladder that was partially cut while clipping the cystic duct. The patient began to bleed and the surgeon attempted to use floating ball device to seal the vein injury. Floating ball was ineffective and the patient continued to bleed briskly. Patient was opened and the bleeding was controlled with various other methods. Patient received two units of packed red cells and transferred to the ICU for 24 hours and released from the hospital a few days later. The floating ball device is designed and marketed under the guideline that vessels up to 1mm may be occluded, reducing bleeding; therefore, the 3+mm diameter variant vein was much beyond the 1mm diameter vessels the device is indicated for use with.